Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm and the pump suspended delivery. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the settings. Customer acknowledged. The customer reported that would continue to use the pump until replacement arrived for insulin therapy.